Event description:
The reporter stated the surgeon attempted to insert a 30.5 diopter collamer aspheric three piece lens, but the trailing haptic was torn. There was patient contact but no injury. Another same model lens was implanted. The reporter stated as the lens was delivering through the cartridge, the foam tip plunger was catching and tearing the trailing haptic. The reporter stated the cause of the torn haptic was due to the foam tip plunger.

Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the foam tip plunger. The lens was returned and visual inspection found the lens optic torn. One haptic was torn and broken. Visual inspection of the returned cartridge and injector found no visible damage. The haptic was stuck in the cartridge. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.